Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?: yes d.9. Returned to manufacturer on: 14-sep-2023 h.6. Investigation summary: our quality engineer inspected the 40 representative samples submitted for evaluation. The reported issue of catheter broke/ separated before placement was not confirmed upon inspection of the samples. Analysis of the samples showed no defects or damages. All samples passed the safety activation test. The root cause could not be determined as the defect was not able to be replicated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism will not activate. The following was received by the initial reporter: the staff on 2s noticed an issue with the 20-gauge ivs coming apart once they pushed up the safety. As they engaged the safety the needle became exposed, and the spring falls out. An event report was placed, and we pulled our par. We currently have stocked lot number 00382903868629.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism will not activate. The following was received by the initial reporter: the staff on 2s noticed an issue with the 20-gauge ivs coming apart once they pushed up the safety. As they engaged the safety the needle became exposed, and the spring falls out. An event report was placed, and we pulled our par. We currently have stocked lot number 00382903868629.